Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after not announcing a meal following treatment of a low blood glucose and subsequently observed a glucose rise to approximately 400 mg/dl while using the ilet with contact detach infusion sets; no leakage or bent cannulas were reported, and the user had limited remaining supplies. Symptoms included hyperglycemia. Outcomes included self-management with a subcutaneous insulin injection and temporary disconnection from pump therapy to avoid insulin stacking, with no medical intervention or hospitalization. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed user error related to missed meal announcement and no evidence of device or infusion set malfunction. It was concluded that the device functioned as designed and that the event was attributable to use error regarding meal announcement and insulin stacking precautions.